Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box and within individual plastic resealable pouches. Visual inspection/damage location details: no bends or kinks were found with the pipeline flex pusher; however, the distal hypotube was found stretched. The pusher shrink tubing was found pulled back from the proximal bumper. The pusher resheathing pad and sleeves were found in good condition. The pusher tip coil was found damaged. The phenom 27 catheter was examined. No damage was found with the catheter hub. No bends or kinks were found with the catheter body. The catheter distal tip was found in good condition. The phenom 27 catheter was flushed, water exited from the distal tip. An in-house 0.026¿ mandrel was unable to be inserted into the catheter hub as resistance was encountered. Therefore, the mandrel was inserted into the distal tip and through the hub. Resistance was encountered at the hub and the pipeline flex braid was pushed out. The braid ends were found open, but damaged (frayed). Testing/analysis: the phenom 27 catheter total length was measured to be ~158.8cm and the useable length was measured to be ~152.3cm which is within specification (specification: 150 ± 5cm). Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed as the device has been fully deployed and re-sheathed. However, it is likely the damage found with the pipeline flex braid and the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. The cause for the damage to the braid could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The microcatheter and the device were removed, as they had attempted to recapture twice. An attempt was made to remove the device from the microcatheter, but it was trapped inside the microcatheter. Since the device did not open from its distal portion, there were no additional steps taken to open the pipeline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline failed to open distal. The aneurysm location is the left cavernous artery. Unruptured saccular aneurysm with a max diameter of 15mm and a neck of 12mm. The distal landing zone was 3,2mm and the proximal was 4,6mm. The access vessel is the femoral artery with a diameter of 4mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Pru level was 120. It was indicated the devices were prepared as according to the instructions for use (IFU). Ascent of the microcatheter was performed to the middle cerebral artery in the m2 segment, the device is ascended and it begins to release without achieving open in the distal portion. It is recaptured and attempts are made to deploy on two more occasions without success. Device is removed to exchange it for another batch and it is trapped in the microcatheter. No symptoms were reported. Ancillary devices: catheter fg15150-0615-1s, neuron max 0,88 sheath.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.